Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 7615.

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +20.5d) was explanted due to unhappiness with distance vision and a new lal+ (sn (B)(6), +20.5d) implanted as a replacement.